Event description:
It was reported that during a lap cholecystectomy procedure, clips failed to close properly over cystic duct. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.